Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was returned to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. While the protector was properly fitted to the vial, it was noted that the needle on the protector penetrated the vial off center and the protector needle was detached. A device history review was performed for reported lot 2311121, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Testing results were reviewed for lot 2311121 and no issues were identified; product was verified to meet required specifications. Three retained samples of the reported lot were used for additional evaluation. All protectors were assembled using the m12 assembly fixture. In all cases, liquid could successfully move to the vial and back to the syringe without issue and no leakage between the protector and vial was observed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
This is a complaint about leakage from vial to protector connection.customer reported that leakage from the connection between the protector and the vial was observed during preparation of endoxan. There is no needle stuck in the rubber stopper.